Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of ¿capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade IV.¿

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening and fold creases. A weight test of the device was verified and the device overweight. A microscopic analysis was performed which identified one opening striated and wear abrasion. Based on the device analysis the final assessment is: one opening striated in the side posterior assessed as surgical damage.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, h3, h6.

Event description:
Device has been explanted.